Event description:
Four pts were treated on (B)(6) 2011 for lithotripsy. The second of four pts treated experienced an adverse reaction. The pt, who had a bi-lateral treatment, developed splenic complications resulting in a splenectomy.

Manufacturer narrative:
Device evaluation and testing completed and found to be performing in accordance with manufacturer's specifications.